Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the device. The fse replaced the syringe to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
A customer reported the generation of erroneous patient results for cholesterol (chol), triglyceride (trig), blood urea nitrogen (bun) and creatinine (crea) on their dxc 600 analyzer. The erroneous results were not reported out of the laboratory; hence, there was no change to patient treatment in association with this event. Quality control (qc) was within the laboratory's established ranges before and after the event.